Event description:
Right total hip replacement with howmedica p.c.a components. 22mm x 6.5mm cancellous screw used for acetabular cup sound to be defective ie. Appears outer aspect of threads are stripped causing a coil like effect at end of screw. Intraoperative x-rays were completed.the manufacturer (howmedica) picked up the damaged screwdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. The device was not destroyed/disposed of.